Event description:
The report we received from the field indicated that a lesion in the ostium of the celiac trunk was first pre-dilated with a coronary balloon. The lesion was described as being very tight, with an acute bend. As the sds exited tip of the 7f im guide, the guide kicked back out of the lesion. At this point, it was decided to withdraw the sds back into the guide, but upon doing so, the stent dislodged. A small coronary balloon was then pushed through the stent and past its distal end, and inflated, in an attempt to pull the stent back into the guiding catheter. However, the small coronary balloon got into the interior of the stent and partially expanded it. Therefore, a larger coronary balloon was pushed through the stent and past its distal end, inflated, and used to pull the stent into the left iliac artery, where it was deployed. The account explained that it was deployed in the iliac as they believed it could no longer be pulled back into the guiding catheter, since it has been partially expanded. Subsequently, a competitor coronary stent was able to cross and treat the lesion. There was no report of any adverse effects to the pt. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.